Manufacturer narrative:
Hardware analysis confirmed the reported issue. The thumbwheel broke free of the inner shaft and was no longer usable. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. The system performed as intended and a loaner instrument set was given to the site until replacement. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tlif/dlif cage inserter lead screw was damaged. The lead screw broke apart when the surgeon hit it with the hammer. There was no impact on the patient outcome.